Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during npwt, the patient noted electrical currents occurring along her incision line causing tingling of the wound, a racing heartbeat and increased blood pressure. The patient wants to turn the device off due the great pain is feeling. It is unknown how the treatment continue. The patient current status is unknown. Further information is not available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Pain that resolves on its own or with minor medical intervention does not represent medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and is considered not reportable pursuant to 21 cfr §803.